Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided instructions to reset the pump, and after following these steps, the malfunction did not recur. The customer acknowledged the guidance and was advised to continue using the pump and to call back if the issue reoccurred.